Event description:
It was reported that an asymptomatic patient presented in clinic for follow up after receiving a patient notifier. The device was found to be in backup vvi mode. The device firmware could not be redownloaded due to telemetry issues and was explanted and replaced. The condition of the patient is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to event queue overflows. The device was tested using automated test equipment and no anomalies were found. The reset could not be reproduced during testing. The root cause could not be determined.